Manufacturer narrative:
The logfile showed during the whole day the user had some trouble during the docking of several treatments, but were always able to get valid values and start the treatments. No technical root cause was identified as the system was operating within specifications. The most possible root cause for the reported suction loss is caused by the handling of the user. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported the loss of suction during corneal flap creation for lasik procedure. Additional information has been requested.